Event description:
It was reported that during a laparoscopic right hemicolectomy, the manual stapler and reload were used to resect the right colon and could not be fired because the surgeon was unable to squeeze the handle despite being able to press the green button. The handle and reload were replaced with new staplers to complete the resection. Subsequently, a circular stapler was used to create an anastomosis between the transverse colon and the right colon, and poor b-shaped staple formation was observed with excessive tissue incorporated into the barrel; the donuts were reported as complete, and the staple line was repaired by oversewing and reinforcement with additional staples.

Manufacturer narrative:
D10. Concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5g1183s); trieea25mt, cir stplr trieea25mt medthk wt, (lot # p5g0897s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.